Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc). Less slack was noted in the lead under fluoroscopy and appeared to have micro-dislodged. A revision procedure was performed. The lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.